Event description:
As received from end user-hospital (a lifecath midline was inserted over a guidewire and the guidewire was lost in the patient. It could be seen having entered the inferior vena cava and tracking towards the hip joint on x-ray. The incident occurred during insertion, there was no harm to patient. The guidewire was removed 2 days later. A surgical procedure was required).

Manufacturer narrative:
The device has been discarded by hospital and-or end user. Health care facility does not have lot number of the device contributed to this incident. The investigation and evaluation conducted based on device history record and complaint history record. Complaint history record shows manufacturer received (5) complaint regarding kit-900-86 during last 18 months and all related to similar failure category. One out of these five records show it was reported to FDA, and the sample was not available for evaluation as well. Device history record reviewed for all shipment during last (180) days that shows there are (7) lots of kit-900-86 were shipped to the customer. All device history records for these (7) lots were reviewed and there are no signs of abnormality or incidents indicated or recorded. All units show manufactured to specification according to engineer drawings. Since there are no samples available for evaluation nor lot number contributed to this incident, this complaint considered unconfirmed at this moment and the customer will be notified via manufacturer failure investigation report.